Event description:
It was reported that the patient with this implantable pacemaker device experienced light headedness. Boston scientific technical services (ts) assessed the data transmission and indicated that non-sustained ventricular tachycardia (nsvt) was real or true which could be contributing to the symptoms. Arrhythmia was also noted which showed an intermittent undersensing premature ventricular contraction (pvc) likely due to automatic gain control (agc) sensing method at 1.5 milli volts. Ts suggested to consider measuring the undersensed pvcs and program an appropriate fixed sensing value. As of this time, this device remains in service. No adverse patient effects were reported.